Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient undergone laparoscopic sleeve gastrectomy. The patient was admitted with a gastric leak. The patient is in the house being treated by the use of antibiotic and intra-abdominal drains to be placed in gastric leak. Patient hospitalization was extended due to the product problem. The patient is currently at home and still has several internal drains that are expected to be removed.